Event description:
The bed was in the locked position, but moved when the pt attempted a sliding board transfer. Pt was sitting on edge of bed rolled away resulting in pt being controlled assisted to the floor. There was no injury to the pt. The bed was removed from service and red tagged.